Manufacturer narrative:
The complaint description was transferred to bioengineering for a product technical enquiry (see attached) which states it should also be noted that depuy products should only be used in combination with other depuy products, mixing and matching components from different manufactures can increase the risk of head fracture. It should be noted that the ceramax heads (monoblock ceramic heads) are not indicated for use in revision procedures; only delta ts heads are indicated for use in revision procedures. Damage to the taper on the metal stem can create stress risers in the interface with the ceramic head increasing the risk of fracture. The delta ts heads include a titanium sleeve which can accommodate some scratching of the stem taper. If the taper is significantly damaged, the delta ts heads should not be used. Please see the attached report for further details. The x-rays and medical records were sent to bioengineering for review. A report was received stating based on the information received and the investigation performed, the root cause of the complaint was undetermined. The customer did not report a device defect. It is unlikely that there was a manufacturing fault. No corrective action is required. Post market surveillance is per sep-419. The complaint shall be closed as under investigation; the investigation will be closed with an interim report and will be reopened when the ceramic supplier¿s report is completed. The complaint shall be entered into the complaints system and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
(B)(4) same patient same side! Medical doctor sent us a letter: patient received new ceramic hip head (B)(4) during a revision surgery. Another revision was done on (B)(6) 2014 because of repeated breakage of ceramic hip head without trauma. Medical doctor is now asking why this can be possible. He is asking for any information how a new implant failure can be avoided and he needs advice how to instruct / care for the patient.